Manufacturer narrative:
No implants were made available for review as they remain in-situ, however, based on review of the x-rays provided, the left t10 set screw has disassociated from the construct. The surgeon and patient do not have any plans to revise at this time, and will continue to monitor the patient for any pain or indications of required surgical intervention. Review of labeling: possible adverse events: bending, disassembly or fracture of implant and components; loosening of spinal fixation implants may occur due to, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
A (B)(6)-year-old patient with severe complex multiplanar deformity, previous laminectomy, and worsening lower extremity strength was diagnosed with recurrence of stenosis and deformity progression. The patient underwent spinal surgery on (B)(6) 2020, which consisted of seaspine's mariner pedicle screw system from t10-s1. On (B)(6) 2020, the patient was revised by implanting an expandable interbody in order to address the patient's left foot drop and severe stenosis. On 13 aug 2020, seaspine was made aware of set screws loosening in the postoperative period.